Manufacturer narrative:
The device was received with the cannula deployed. An hazard alarm was generated by the pod during its operation. Inspection of the cannula assembly found a leak originating from a tear on the unexposed portion of the soft cannula. The corrosion, depleted batteries, and high shelf mode current observed resulted from fluid leaking inside the device from the damaged cannula. It could not be conclusively determined if this finding caused the hazard alarm; the cause of the alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the pod generated an hazard alarm which had to be deactivated. The patient¿s blood glucose reached around 400 mg/dl after wearing the pod between 4 and 24 hours on the abdomen. The patient was able to activate a new pod, resume a temporary basal, and give a bolus of insulin.